Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent mast procedure. During the procedure the quadrant instrument broke. No fragments were left in the patient.

Manufacturer narrative:
Additional information: analysis of the returned device shows that the rack portion of the retractor is bent, consistent with bend stress overload. The rack ((B)(4)) hardness is within print specification. The rack portion of the retractor is bent from what appears to be too much force applied through the pinion/gear. Additionally, the vertical adjustable arm will not fully expand. Unable to remove the arm in order to determine the cause of the blockage without damaging the instrument.